Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that intermittently the pump battery rapidly depleted. Customer's blood glucose was approximately 200 mg/dl. Customer declined tandem technical support's offer to troubleshoot. Customer continued to use pump for insulin therapy.